Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. The blue switch assembly and the wire guide were not included with the return. Our evaluation of the product said to be involved confirmed the report. A visual evaluation of the product received confirmed that the blue catheter had broken and kinked at several locations. Breaks were identified at the 148 cm and the 154.8 cm locations as measured from the distal tip of the balloon. There were also several kinks in the blue catheter - located at the 13.6 cm, 146.2 cm, 150 cm, 151.5 cm and 153 cm locations as measure from the distal tip of the balloon. Contrast residue could be seen along the blue catheter body as well. A functional test could not be performed due to the damage identified on the catheter. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences of catheter cracking, splitting or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophageal dilation, the physician selected a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. When the physician inflated the balloon at the stricture of esophagus, the contrast media leaked from the balloon material. The physician changed the device to another cook balloon to complete the procedure. There were no adverse effects to the patient. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.